Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Fracture at the distal end of an artificial shoulder joint was occurred due to a fall. The revision surgery is planned.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was implanted. Three attempts for additional information were made with no response received. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In this case, the patient's condition (fall) may have significantly contributed to this event, but more detailed information about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Fracture at the distal end of an artificial shoulder joint was occurred due to a fall. The revision surgery is planned.